Event description:
It was reported that a spectrum v9 wireless battery shuts down during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing the reported problem was able to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. During evaluation the device was found to have failed radio/pcb (printed circuit board). The cause was identified to be corrosion on contacts and therefore the module deemed unserviceable. Should additional relevant information become available, a supplemental report will be submitted.